Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient was seeking a lead revision. They were working throughthe process of getting MRI's and scheduling with a surgeon. Their device was charged for the sole purposes of confirming impedances to allow the MRI. Once the leads are revised their ins would be turned back on. The process will take several months. There were nofurther complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for dystonia, movement disorders. It was reported that the caller was alleging an overdischarge. The last successful charge was 3 months prior. They were going to clear the por screen as soon as the ins was charged to 25%. Issue hadn't resolved on the call as they were not at 25% yet. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.